Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the output flex was out of electrical specification. It was also noted that the control knobs were contaminated, the ring cover was broken, the battery contacts were compressed, and the ring was bent.

Event description:
It was reported that during testing the external pulse generator had no atrial output. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the heart lead flex. This analysis found that a diode component failure caused the no atrial output.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.